Event description:
It was reported by the affiliate that during a lap rectum cancer resection, the generator alarmed and displayed error code '5'. The surgeon found the tissue pad fell off. He retrieved the tissue pad and changed to another device to complete the procedure. There was no patient consequence.